Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to sense. While attempting to change positions, the helix exhibited difficulty to retract and failure extend. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed, while the reported event of helix mechanism issue was confirmed. The right atrial (ra) lead was returned for analysis in one piece. The visual examination found the helix was retracted and clogged with blood. X-ray examination found an over-torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The cause of the reported helix event was isolated to clogged blood at the helix region and over-torqued inner coil, consistent with procedural damage and a clogged helix. Electrical analysis was normal with no anomalies found.